Manufacturer narrative:
The service engineer (se) inspected the device, reviewed the logs and found error codes. The se installed a direct current (dc) to dc printed circuit board assembly (pcba) and an oxygen sensor cable. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator became inoperable with the messages oxygen failure and "vent inop." Although requested, information pertaining to patient intervention (if applicable) has not been provided. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Device evaluation summary: the following part was returned for failure investigation: oxygen sensor cable assembly. The oxygen sensor cable assembly was visually inspected and it was noted that the ground connector that attaches to the oxygen sensor itself was slightly depressed. The oxygen sensor cable assembly was functionally tested on a test ventilator and generated an oxygen sensor out of range (oor) error code. The ventilator breath delivery unit (bdu) was not able to see the oxygen sensor attached. The connection from the bdu to the oxygen sensor was broken as a result of the damaged pin on the oxygen sensor side of the oxygen cable assembly. Conclusion: damaged with unknown origin. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as follows: the patient was removed from the ventilator and placed on an alternate ventilator.

Manufacturer narrative:
Additional code added to evaluation code - result. Device evaluation summary: the direct current (dc) to dc converter printed circuit board (pcb) was returned for failure investigation. A visual inspection of the returned pcb was conducted and no anomalies were found. The dc-dc converter pca was attached to the failure investigation test ventilator for analysis. The ventilator was powered up. The ventilator passed the power on self test (post) and no errors were recorded in the diagnostic logs. Additional testing performed without any errors. The ventilator was placed into ventilation mode. During ventilation, the ventilator generated a vent inop condition and error codes were generated in the ventilator diagnostic logs. Further investigation isolated the fault to capacitor, reference designator c83. If information is provided in the future, a supplemental report will be issued.